Event description:
It was reported that the patients ipg had migrated, and patient was experiencing charging issues. No device malfunction suspected. The patient underwent ipg replacement procedure with an MRI capable device. The patient was doing well postoperatively. The explanted ipg was kept by the facility.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.